Event description:
It was reported that a patient death occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The procedure was completed with successful deployment of the closure device. There were no patient complications. In (B)(6) 2018 it was reported that the patient had been admitted to the hospital for 3-4 weeks because of continued low blood pressure since the watchman implant. The patient had received a stent and had reported to have had a heart failure. On (B)(6) 2018 it was reported that the patient passed away of an unknown cause.